Manufacturer narrative:
As reported by the affiliate, an optease filter was surgically removed after failed attempts to retrieve percutaneously. An optease filter was placed approximately 10 days before for an arterial septal defect (asd) repair. During filter removal, unspecified difficulty snaring the filter was reported. However, once the filter was snared, it was reported that ¿the filter collapsed on itself, moved to the iliac vein and was not able to be retrieved¿. The patient was not injured during the procedure and the device was successfully removed surgically. Detailed procedural information was requested however, it was limited. Procedural films or images of the retrieval were requested but were not available for review. The reporter indicated that the physician used an unknown 8f sheath and other larger sizes as the case progressed. It was unknown if the thrombus was present in the filter. Multiple attempts to understand the initial snaring difficulty reported and obtain the product information and product for analysis were unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited information available, and no product return, no determination regarding potential contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The physician attempted to retrieve the optease vena cava placed for an arterial septial defect (asd) repair. Patient was not injured and is stable. Initially he was unsuccessful at snaring the filter. The patient had the device surgically removed. Once filter was snared, the filter "collapsed" on itself. The filter was moved to iliac vein, but was not able to be retrieved. A request was made to the team to save the "mangled" filter once retrieved. There were no pictures available.

Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.